Event description:
Info was received that reported that two (2) devices were in use with the pt. The devices in question were being used to delivery dopamine and epinephrine. The info states that an overinfusion occurred, it does not state which or if both of the drugs were overinfused. No info was reported regarding the cause of the overinfusion. This report is for device serial number (B)(4). Two infusion devices were in use at the time of the event. Also see report 2183502-2012-00565 for the other device in use at the time of the event.

Manufacturer narrative:
Customer has not yet returned the device to the MFR for device evaluation. When and if the device becomes available and is returned and evaluated the MFR will file a follow-up report detailing the results of the evaluation.